Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) sections: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was poor air/water supply due to foreign objects clogging the air/ water channel. It was further observed that blood and foreign matter came out from the nozzle and air/water cylinder due to the clogged channel. This finding was due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover was detached and cracked. Lastly, it was observed that the angle lock did not work. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had poor water delivery. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.